Event description:
Customer reported a donor reaction during a platelet donation. The donation ws using a closed single needle apheresis kit and an amicus apheresis instrument. The customer stated the red blood cells backed up into the middle cassette and plasma bag after the product transfer. Customer also stated that during the procedure the donor had reaction the donor was given saline for 1-2 minutes. The procedure was then stopped and the donor's red cells were returned. There were no signs of infiltration.